Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited placement difficulty and could not place the lead. The lead was taken out of service and remains in patient. The physician then opted for a single chamber device. No patient complications have been reported as a result of this event.